Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing problems. There was no report of serious patient harm or injury. The patient reported to have been hospitalized several times. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
After reviewing, it is determined that the initial report should have been filed as serious injury only. Section adverse event/product problem in box b, section type of reported complaint, section health impact grid in box h have been updated/corrected.